Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with non-sustained right ventricular oversensing episodes; intermittent loss of right ventricular capture due to an output anomaly was noted on the implantable cardioverter defibrillator. Programming modifications were performed successfully on the device. The patient¿s condition before, during and post device programming modifications was stable.